Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator overheated and caught on fire damaging the nightstand. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.